Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that out of range impedances were measured when the implantable neurostimulator (ins) was interrogated on (B)(6) 2015. The patient had no signs or symptoms and the event was no serious. No action was taken and the event was ongoing. The etiology was related to the device or therapy and not related to the implant procedure, then updated to ¿no adverse event.¿